Manufacturer narrative:
On 21-may-2021, the suspected medical device was returned for evaluation. On 03-may-2021, the investigation on the suspected medical device was completed. Mentor conducted a visual inspection and leak testing of the returned device. During the visual analysis of the returned sample, no apparent damage or visual anomalies were observed. Leak testing was performed according to mentor procedure, and it revealed a tear measuring approximately 0.1 cm within an area of siltex cracking on the posterior view. The evaluation determined that the cause of the deflation is consistent with normal wear. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Siltex cracking is ultimately a result of high stresses. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent a primary breast augmentation with an unspecified mentor textured saline breast implant and experienced postoperative left-sided deflation. The diagnosis was confirmed via physical examination. As a result, the patient underwent bilateral removal and replacement with two 250cc mentor memorygel breast implant prostheses (catalog #: 3502504 bc, left serial #: (B)(4), right serial #: (B)(4)) on (B)(6) 2021. The implantation date was estimated as (B)(6) 1995 based on available information.